Manufacturer narrative:
(B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary divisions, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
The tempo floor lift tipped over during a patient transfer maneuver. It was reported that the device was being pulled from the side and the legs were in the closed position. No injuries were reported. An arjohuntleigh technician, dispatched to the facility in response to this reported event, found that the device was in good working order as it passed function tests.